Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that before use of the bd¿ sterile insulin syringe the needle was sticking through the cap so that when a nurse went to pull a syringe out of the package the nurse received a needle stick. Foreign complaint the following information was provided by the initial reporter, translated from chinese to english: due to needle through cap needle stick on the end user once unwrapped the package.

Event description:
It was reported that before use of the bd¿ sterile insulin syringe the needle was sticking through the cap so that when a nurse went to pull a syringe out of the package the nurse received a needle stick. Foreign complaint the following information was provided by the initial reporter, translated from chinese to english: due to needle through cap needle stick on the end user once unwrapped the package.

Manufacturer narrative:
Investigation: customer returned (1) 1ml, 12.7mm, 29g u40 insulin syringe in a sealed blister pack from lot # 7353556. Customer states that the needle is through the cap and there was a needle stick. The returned syringe was examined and exhibited the cannula through the shield, exposing the cannula, which could lead to a needle stick. A review of the device history record was completed for batch# 7353556. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Confirmed: bd was able to duplicate or confirm the customer¿s indicated failure process summary: this machine inspects for missing cannula, cannula height, point quality, zero line placement, and uv adhesive. It also supplies lube to the cannula, features two lumen blows, assembles the shield to the barrel/cannula assembly, and detects for missing shields. There were no quality notifications or maintenance dispatches that pertained to this defect during the timeframe of the production of this syringe. Probable root cause cannot be determined. This batch was made before implementation of CAPA 226773, which addressed bent cannula on the pils, and before CAPA 529089, which was opened 13aug2018 and addresses needle through shield.